Manufacturer narrative:
The device was evaluated by the manufacturer's field service tech. The tech found no evidence of malfunction or deficiencies that would cause a ventilator inoperative condition. The tech found the device to operate and alarm to design specification. Reporter of the event indicated the pt expired well after being placed on mechanical ventilation and that the bipap vision was not linked to the pt's death.

Event description:
The manufacturer received info alleging a bipap vision shut down while in use. The pt was placed on mechanical ventilation and was moved to intensive care unit where the pt later expired.